Event description:
A customer reported to baxter (B)(4) that the tina machine did not infuse disinfectant during chemical disinfecting cycle. It was not reported whether or not there was any patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The device will be serviced onsite by a baxter field service engineer. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The reported condition of the machine: the device does not deliver disinfectant was evaluated by the baxter field technician. Visual inspection was performed with no physical damage noted. All the necessary functional tests were performed as per baxter's standard operating policies and procedures. The assignable cause was corrosion of the o-ring which seals the connection between male and female chemical connectors. The technician replaced the male and female chemical connectors.